Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 502 mg/dl. Customer treated with bolus delivery and states that it was not recorded in bolus history. Customer was able to resolve no delivery with a complete set change. It was also reported that customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. Customer had stomach pain and was vomiting and had shortness of breath. Customer was wearing insulin pump at the time of hospitalization.